Manufacturer narrative:
(B)(6). During use, it was reported that the 8x20mm 80cm powerflex pro balloon catheter ruptured at eight atmospheres (8 atm). Additional information was received and there was also difficulty advancing the balloon catheter through the vessel and crossing the lesion. The procedure was completed with a stent implant (10x60mm and 9x40mm smart stents) and post-dilatation was used with an unknown balloon catheter. There was no patient injury. The lesion was the heavily calcified and tortuous iliac artery with ninety percent stenosis. A powerflex pro was delivered to the lesion for a pre-dilatation. There was no anomalies confirmed when the device was taken out from the package. It was reported that the balloon rupture could have happened due to calcification. The balloon inflated normally but it was ruptured at nominal pressure. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio is one to one. The inflation device used was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was in an acute bend. The product was removed intact (in one piece) from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17719797 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca catheter failure to cross¿ and ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to cross and the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified and tortuous with 90% stenosis) most likely contributed to the reported event as calcified/resistant lesions may cause damage to a balloon, especially if there was difficulty crossing the lesion. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, it was reported that the power flex pro balloon catheter ruptured at eight atmosphere (8 atm). Additional information was received and there was difficulty advancing the balloon catheter through the vessel and crossing the lesion. There was no patient injury. The procedure was completed with a stent implant (10*60 and 9*40 smart stents) and post dilatation was used with an unknown balloon catheter. The lesion was the heavily calcified and tortuous iliac artery with ninety percent stenosis. A power flex pro was delivered to the lesion for a pre dilatation. However it ruptured at 8 atm. There was no anomalies confirmed when the device was taken out from the package. The balloon rupture could have happened due to calcification. The balloon inflated normally but it was ruptured at nominal pressure. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio is one to one. The inflation device used was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was in an acute bend. The product was removed intact (in one piece) from the patient. The device will not be returned for analysis due to infectious disease.